Event description:
A report was filed on 6/19/06, that one of nine carts at the hospital had malfunctioned and the top storage area could not be accessed. The incident was reported to have occurred on a routine inspection of carts and was not associated with a code; there was no impact on patient treatment. It was described that the mechanism became "stuck" such that the drawers could be opened, but the top well could not.

Manufacturer narrative:
Components returned to intermetro. Engineering/quality review under way. No definitive results available at this time. Submission of a follow-up report is planned.